Event description:
Customer reports the strip and temperature symbols and the word error do not display on the advantage system. Upon evaluation by the MFR, missing segments were confirmed. No adverse event reported. Requested return of suspect device and replacement was sent.